Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient with a left radial arterial line which is observed angled, since this new arterial catheter does not have a point to fix and therefore that the line is not fixed and usually moves from its lugar se observed tension figures out of range." Additional information received clarifies "it was observed bent in three sites and this did not allow for reliable continuous invasive monitoring since the line presented radical changes in its values." The customer stated, "there was no damage, but redness and warmth were observed in the area of the previous insertion". The patients current condition is reported as "stable".

Event description:
It was reported "patient with a left radial arterial line which is observed angled, since this new arterial catheter does not have a point to fix and therefore that the line is not fixed and usually moves from its lugar se observed tension figures out of range." Additional information received clarifies "it was observed bent in three sites and this did not allow for reliable continuous invasive monitoring since the line presented radical changes in its values." The customer stated, "there was no damage, but redness and warmth were observed in the area of the previous insertion". The patients current condition is reported as "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.